Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was in a lot of pain after their procedure and continues to be in pain. They were constipated, no bm since surgery. They hoped that they did have an infection, because they sweat a lot. Therapy started on (B)(6) 2017. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for urge incontinence and urgency frequency.